Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead was disposed of and will not be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported. Additional information was received that this rv lead exhibited a high out of range shock impedance measurement of 135 ohms at the scheduled device replacement procedure. The shock impedance measurement in the rv coil to device can vector was noted to be 160 ohms. The physician confirmed the impedance measurement using a pacing system analyzer (psa) and examined the lead under fluoroscopy, which showed no obvious defects. The device header port and lead terminal pins were also examined for any defects and none were observed. The cause of the high shock impedance was not determined. As a result of the high shock impedance, the physician decided to explant and replace the rv lead along with replacing the implantable cardioverter defibrillator (ICD) device. There were no additional adverse patient effects.